Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: patient with long history of surgery. Before a cemented link protesis. Extraction of link 2022, after that spacer due to infection. Lps with sleeve and stem (B)(6) 2022. Stem 14 mm in femur totally fixed in old cement. Patient infected and the sleeve was totally loose. Stem and sleeve screw totally broken. Sleeve and femur was just to lift out while the stem was very well fixed in the old cement. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found cement debris attached to the coating of the sleeve, it is reasonable to confirm loosening based on the investigation findings. Usage of cement on porous surfaces is not indicated as it will the proper functionality of the porous function. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [universal fem slv ful por 40mm] would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review was conducted. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviation or non-conformances.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d6b, d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Event description:
It was reported that the joint was infected and the sleeve was totally loose. Stem and sleeve screw totally broken. The stem was very well fixed in the old cement. Doi: (B)(6) 2022. Doe: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.